Manufacturer narrative:
(B)(4) dysphasia. (B)(4) shaking/tremors. (B)(4) sweating.

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and a review of the call by a senior csr. The reporter informed the csr that on (B)(6) 2018 at 2.00pm, the patient obtained an alleged inaccurately high reading of ¿233 mg/dl¿ on the subject meter compared to a reading of ¿33 mg/dl¿ on a back-up onetouch ultra 2 device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages his diabetes with a combination of insulins (humalog; sliding scale and lantus; 15 units). She reported that on (B)(6) 2018, immediately after obtaining the alleged inaccurate high result, the patient took 20 units of humalog insulin and 15 units of lantus insulin in response to the alleged product issue. The reporter stated that she first noticed symptoms of ¿low blood glucose¿ on (B)(6) 2018 at 12.50pm when the patient developed symptoms of ¿can¿t speak, can¿t move, rigid, not coherent, shaky and sweaty¿. The reporter informed the csr that she treated the patient¿s symptoms with glucose gel, 8oz of apple juice and milk. She denied that the patient obtained a blood glucose result on another device. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The reporter indicated that the patient had used an approved sample site to obtain the blood samples. The csr noted that the test strips had expired (expiration date: february, 2018) and that the patient had not been following the correct testing procedure, as both the subject meter and back-up meter were set using the incorrect calcode. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result, obtained with the subject meter.